Event description:
Surgeon survey conducted in france that involved gtr cables with unknown part information: dr. (B)(6) at (B)(6) reported 1 non-union with the gtr integral long plates. No further details were provided to clarify the complications or correlation to a surgical case.

Manufacturer narrative:
The complaint was investigated and evaluated with the available information. The complaint notification arrived after receiving feedback from a customer conducted survey of surgeons using the system. Additional information was requested, but it was indicated further information is not available. No device information, including part or lot numbers, was made available. A causal relationship cannot be made, or ruled out, between the device and the observed event.